Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer had more insulin on board than they realized and administered a two-unit bolus before they exercised. The customer's blood glucose (bg) level subsequently decreased to over 20 mg/dl. The customer was unconscious, and their spouse called 911 and they received third party assistance. Paramedics provided intravenous therapy (IV) and their spouse provided 3 glasses of orange juice to address bg. The customer also reported that they bruised their right arm because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.